Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the (ok), #0, #1, #3, #5, #6, #8, and the (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function, interfering with programing delivery parameters and beginning infusions. The cause was determined to be a failed keypad with a carbon ink bridge across the circuit layer. The rear case (including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (automatic output), (inoperable).

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad by "none of keys on keypad are working". It was also reported there was no patient involvement.